Manufacturer narrative:
A visual analysis of the returned device revealed that the bladder pigtail of the stent was found detached. There were no other anomalies or damages noted. It is possible that the way in which the device was handled and manipulated during unpacking or preparation may have contributed to the failure of stent coil detached. Most likely, the damages found are consistent with one caused when the device is pulled out of the tray; excessive force may cause damage, deformities or device break. During manufacturing the units are inspected in order to avoid the failures found, however, there is no control in how devices are handled in the field. Therefore, the most probable root cause assigned to the complaint is ¿handling damage.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was planned to be used during a ureteral calculus removal procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the device was found fractured along the middle of the shaft, separating it into two parts. The procedure was completed with another percuflex¿ plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was planned to be used during a ureteral calculus removal procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the device was found fractured along the middle of the shaft, separating it into two parts. The procedure was completed with another percuflex¿ plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.